Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the light source goes to standby mode during surgeries". No harm to patient, user or third parties reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
This supplemental report is to correct the submission date of the last supplemental report submitted to the FDA on november 4, 2024 and not january 4, 2024. This report also provides the evaluation summary that was accidentally omitted in the previous report. Most probable root cause: the combination of old versions of driver boards (white- and fluorescence light) and the set to maximum light intensity. This combination could lead the light source to standby mode. This could not happen anymore when the current driver boards are replaced, and the maximum light intensity is set to 2w. The event is filed under internal karl storz complaint ID: (B)(4).